Event description:
It was reported that the control module makes an unusual sound when vacuum is activated during a breast biopsy. It was stated that the amount of vacuum seems lower than normal. The case was completed with no pt consequence.

Manufacturer narrative:
H3: evaluation summary: the control module was returned to the analysis site due to reports of an unusual sound and low vacuum. The analysis site found that the control module had worn pump mounts on the vacuum system causing the pump to be noisy. However, the low vacuum issue could not be duplicated. The pump mounts were replaced to correct the complaint. The control module was serviced, then functionally tested, and was found to operate properly. Complaint info is trended on a regular basis to determine if further investigation is warranted.